Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section d1(brand name) was incorrectly updated in the initial report. Correction has been made.

Event description:
The customer reported receiving an unspecified "warning message in the alarm section" and as a result, was unable to obtain readings using the adc device. Customer further reported that due to this issue, she experienced symptoms reported as dizziness and weakness and was unable to self-treat; requiring treatment of sugar via third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving an unspecified "warning message in the alarm section" and as a result, was unable to obtain readings using the adc device. Customer further reported that due to this issue, she experienced symptoms reported as dizziness and weakness and was unable to self-treat. Requiring treatment of sugar via third-party. There was no report of death or permanent impairment associated with this event.